Event description:
Connection between sheath and catheter became disconnected causing line to leak. Care provider removed line without removing sheath and applying pressure, possibly causing an air embolism.